Manufacturer narrative:
(B)(4).

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. The pt was hospitalized on the same day for the event. The cause of peritonitis was unknown. The pt was treated with aztreonam (ip-intraperitoneally, daily, dose unknown) and gentamicin (ip, daily, dose unknown). Five days after being admitted, the patient was discharged from the hospital. Two days later, the patient's pd catheter was removed and pd therapy was discontinued. At the time of this report, the pt was not recovered from the event, further described as ongoing and unchanged. Additional information was requested but is not available. This is report 4 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). The product code and lot number of this product are unknown; however, the brand name and 510k number of the potential product codes and lots received by the clinic are the same; therefore they were provided. A review of all batch record documents was performed for potentially associated lot numbers h13a08048 and h13e06043 with no issues noted during the manufacturing process. There were no deviations from standard procedure. The exception summary was reviewed for these batches with an exception noted for each batch however, the exception did not indicate any issues related to the complaint. A review of all batch record documents was performed for potentially associated lot numbers h12k14047, h12k09112, h12l13070, h13c07061, h13d16086, h13d08067 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up will be submitted. Same patient as (B)(4).